Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. A tamponade was detected as a result of the procedure. This adverse event was discovered post use of biosense webster products. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The physician¿s opinion on the cause of this adverse event was that it was procedure related and that it occurred during the ablation phase. The patient was reported as fully recovered. The patient required extended hospitalization because of the adverse event because the patient needed surgery. The patient needed more time in hospital than usual, 2 days in addition to hospitalization. A transseptal puncture was performed with slo swartz abbott and heartspan. Force visualization features were used: dashboard, visitag, vector with the visitag module parameters for stability: 3mm 3s, 30%>3g. Additional filter used with the visitag: ablation index : 350/420. Irrigated catheter was used in the event and the flow settings: low flow: 2ml/min; high flow: <30w 8ml/min; >30w 15ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure.